Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that when the patient put the communicator on their back to try to get it to read the pump, it (the connection) will go all the way up to 90% and then it will stop and stay there for a minute to two minutes before finishing. When the manufacturer's patient services specialist (pss) inquired about the event date, the patient confirmed this has been going on since they had the pump implanted. The patient stated they mentioned this to the doctor yesterday, and 'he (hcp) said a lot of people are having the complaint. Pss assisted the patient in clearing data but did not fully close down myptm app. After clearing the data, patient attempted to reopen the myptm app on their own and mentioned seeing service code 156. Pss reviewed.